Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Ischemia and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2011, a 2.5x12mm xience v stent was successfully implanted in the distal left anterior descending (lad) coronary artery lesion. On (B)(6) 2013, the patient was admitted to the hospital due to silent ischemia and restenosis of the distal lad stent. On (B)(6) 2013, percutaneous intervention was performed as treatment. The event resolved without sequela and on (B)(6) 2013, the patient was discharged from the hospital. There was no additional information provided.